Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 50 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication for the procedure was a pancreatic tumor. Before the device was introduced into the patient, it was noted that the tome was already bowed and the bow could not be released. The bowed tip of the device made it difficult to insert the device in the working channel of the scope. When the tip of the device emerged from the scope, the orientation was incorrect, and the device could not be properly positioned in front of the papilla. The procedure was completed with a tandem xl rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the indication for the procedure was a pancreatic tumor. Before the device was introduced into the patient, it was noted that the tome was already bowed and the bow could not be released. The bowed tip of the device made it difficult to insert the device in the working channel of the scope. When the tip of the device emerged from the scope, the orientation was incorrect, and the device could not be properly positioned in front of the papilla. The procedure was completed with a tandem xl rx cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Visual evaluation of the returned device found that there were two pronounced kinks and several twists in the working length. The length of the cutting wire was measured and found to meet specifications. Functional evaluation found that the device bowed properly, but did not release the bow. The device was put through a duodenoscope, and the distal tip orientation was found to be within specifications. Review and analysis of all available information indicated the most probable root cause for this event was operational context since manipulation of the device during the procedure could have caused the failures encountered. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.